Event description:
It was reported to philips that the device had a backup alarm failure and requested the encryption codes to reinstall the software options. The device was not in use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The customer stated that the cpu (central processing unit) board was replaced which resolved the back up alarm failure, but needed the encryption codes to reinstall the software options. The biomed was not with the device at the time of the call and provided the serial number of the cpu installed in this unit so that the rse could provide the encryption codes based on the cpu serial number. A good faith effort was made and the customer confirmed that the cpu was replaced and corrected the issue, and the device has been placed back in service.